Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an alert for low pacing impedance. The rv impedance alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.